Event description:
The customer reported an issue with her freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported she experienced the following symptoms: lightheadedness and nausea. No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.